Event description:
1/12/97-fractured left ulnar and radius procedure: open reduction, internal fixation left ulnar and radius. 9/5/97-procedure: removal screws and broken plate with open reduction, internal fixation left non-union ulnar fracture.